Manufacturer narrative:
A ge service representative performed an onsite investigation. The service rep replaced the power supply, and the cable. The system was tested and found to be working as intended and put back in service.

Event description:
The customer reported that the system would display a 253 error message upon boot up. No patient injury was reported.